Event description:
It was reported that patient presented in clinic with symptoms of shortness of breath. It was found that the patient's left ventricular (lv) lead failed to capture. A chest x-ray was performed and revealed that the lv lead had dislodged. The lv lead was explanted and replaced. Patient was stable.